Event description:
X-rays showed joint space narrowing and pt elected to have revision surgery. Complete synovectomy performed, insert removed, patella removed, femur stable. Insert replaced with custom replacement and patella replaced with all-poly cemented patella.